Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es, pyxis was not crossing, not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the icon on top was for disconnected mode. A field service engineer inspected the station and noticed it was in disconnected mode. Then traced the power cable to the wall outlet and found it plugged in but loose and slightly exposed. After securing the loose part of the outlet, the station came back online in rss. Login was successful, and the station began synchronizing with the server. The issue was identified as a damaged wall outlet causing intermittent network connectivity. The fse verified the station was online and synchronizing properly. The system functioned as intended after the field service engineer investigated the device.